Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 490 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Remove code f11 and e1205.